Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2024-01387; related manufacturer reference number: 3006705815-2024-01388. It was reported that the patient experienced ineffective therapy due to lead migration. One lead had high impedance and the other one had fractured. Additionally, the patient received the elective replacement indicator (eri) message for the ipg. It is unknown if this occurred prematurely. As such, surgical intervention took place on (B)(6) 2024 wherein the entire system was explanted to address the issue. Reportedly, therapy was restored post operatively.